Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight is not available for reporting. Date of event: unknown. Is report is for one unknown screw. Part and lot numbers were not provided for reporting. Other number¿UDI: unknown part number, UDI is unavailable. Reporter phone number is unknown. The subject device is not expected to be returned to the synthes manufacturer for evaluation. 510(k): unknkown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that the 12mm screw has migrated 18mm with impaction resulting in patient pain and the need for revision surgery. The patient was initially underwent emergency surgery on (B)(6) 2016 treat a left pertrochanteric femoral fracture sustained in an accident. During this surgery the patient was implanted with an unknown 5-hole plate and an unknown quantity of unknown screws. The surgeon wants to remove the current implants and convert the patient to a total hip arthroplasty in august. It was also reported that the patient may be developing osteoporosis. This report is for one unknown screw. This report is 1 of 1 for (B)(4).